Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of peritoneal dialysis therapy. During troubleshooting it was discovered the supply bag had disconnected. The technical services representative assisted the patient in ending therapy and reviewed proper procedure. The patient would complete therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number unknown, a device analysis cannot be completed. However, a disconnected supply bag is a known cause of this alarm. The cause of the disconnected bag could not be determined. Should additional information become available, a supplemental report will be submitted.